Event description:
It is reported that the pt underwent a two stage revision for infection. It is unk when the components were removed and the antibiotic spacer was placed. Final components were placed on (B)(6) 2011.

Manufacturer narrative:
Primary surgical notes mention two prior surgeries on the left hip, however, no further detail is provided. Postoperative management lists antibiotics, among other actions. Second stage revision notes were provided note that the pt is extremely obese; pts were increased adipose tissue have a higher risk of surgical complications. The hip joint cavity was found full of fluid, and the wound was extensively irrigated. The decision was made to use an anti-biotic cemented femoral prosthesis, and the procedure finished successfully. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.